Event description:
On 11/09/98, in post anesthesia care unit, while rn was in the process of changing intravenous tubing from straight set to pump tubing, anesthesia extension tubing broke off and fell on floor. This was a 42 year old female pt who had undergone a total hysterectomy. There was no pt problem but there was potential for embolism or exsanguination if breakage had gone unnoticed. No obvious defects were noted before use. No problems occurred with other sets with the same lot number previous to this incident. No obvious defects were observed on remaining sets with the same lot number. The broken unit was removed and saved. The outer wrapping of the package was not saved and was unable to be retrieved. The MFR has been notified, a voluntary FDA report has been completed, and a report has been sent to another regulatory agency.